Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 01/18/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: an empty winding former and a detached needle of product code y494g were returned for analysis. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were noted with marks that appears to be by surgical instrument and the hole was observed with suture remnant. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In addition, the suture was not received for evaluation.the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the procedure & event date? What was used to complete the procedure? Did the patient suffer from any consequence due to the time extended? If yes please explain a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a tumor resection procedure on an unknown date and suture was used. When suturing on the mammary dermis by interrupted suturing, the suture became detached from the needle. It was not a control release needle. It was not pulled particularly hard, but it became detached. The operation time was extended within 30 minutes. No adverse patient consequences were reported. Additional information was requested.